Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the c1100 capacitor on the bedside board was shorted. The cause of the inability to power on is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
03/18/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery charger would not power on.